Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation was applied to femoral neck fractures. On (B)(6), the patient was discharged from the hospital. On (B)(6), the patient fell. It was found that the patient suffered from femoral subtrochanteric fractures. On (B)(6) all the reported devices were explanted, and revision surgery was completed with non-synthes implants. The surgeon commented that the distal side stoppage had been centrically completed along with the bone axis. The patient status was reported as stable. This is report 2 of 4 for (B)(4).